Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: (B)(6) 2014.

Event description:
On (B)(6), 2014 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On the morning of (B)(6), 2014 the patient obtained the blood glucose readings of 244 mg/dl and 301 mg/dl on the reported meter which he claimed were inaccurately high compared to his expected values. The patient contacted his hcp for assistance/advice, and was advised to take an increased dose of his oral diabetes medications for two days. The patient manages his diabetes with the oral medications diamicron 60 mg (gliclazide) and metformin 1000 mg. After taking the increased doses of medications the patient experienced the symptoms of sweating, shaking, lightheadedness and he felt hypoglycemic. The patient did not report seeking any medical attention or treatment for these symptoms. The patient also reported a subsequent test result of 356 mg/dl on the reported meter, compared to a result of 190 mg/dl on an hcp meter. Troubleshooting revealed the patient¿s test strips were expired or stored improperly, which can cause inaccurate readings. The meter and test strips were replaced. The patient¿s technique was incorrect by using expired product which can cause inaccurate readings. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after taking increased medication doses based on elevated meter readings, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/24/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.